Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported this ra lead had bipolar impedance of 130 ohms and had no capture. In unipolar impedance was 200 ohms and thresholds 3.3v at 0.4msec. Device changeout done with ra lead capped and new ra lead placed.